Event description:
Legal papers state the plaintiff underwent bilateral surgery and due to premature deterioration lead to osteolysis and synovitis.

Manufacturer narrative:
Received product code and lot number information for right and left knee. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions based on the newly provided information. No evidence was found suggesting product error was a contributing factor.